Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 3 patient samples on a cobas e 411 immunoassay analyzer. The doctor questioned the initial results which prompted the customer to repeat the samples. For sample 1, the initial result was 27.02 miu/ml. The repeat result was <0.1 miu/ml. For sample 2, the initial result was 174.2 miu/ml. The repeat result was <0.1 miu/ml. For sample 3, the initial result was 6.54 miu/ml. The repeat result was <0.1 miu/ml.

Manufacturer narrative:
The hcg reagent lot number and expiration date were not provided. The field service engineer (fse) checked the analyzer and found that the measuring cell was leaking. The fse replaced the measuring cell, adjusted the blank cell and high voltage, and performed calibration and qc successfully. The investigation is ongoing.